Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found out to be dislodged. Additional information obtained from the field which indicated that the dislodgement was confirmed thru x-ray. Also, the lead exhibited loss of capture (loc). The lead was explanted. No additional adverse patient effects were reported.